Event description:
Amenorrheic since undergoing uae. Previously completely regular, predictable menstruation. Three -3- days post-uae developed bowel and urinary problems. Physician attributes bowel problems to worsening of the ibs secondary to the uae.